Event description:
It was reported that the patient had a significant number of ventricular tachycardia [vt] episodes due to vt storm and received many appropriate shocks. Consequently, charge circuit timeout occurred and the device indicated end of life [eol] after only 2 months of operation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated [eri] and eri was reached on (B)(6) 2011. The last battery voltage was 2.54 v on (B)(6) 2011. The device was also oversensing and 142 sensed events are recorded in the translated file. Of these 142 events, 11 vf events appear that are < 220 ms. Subsequently, the device was returned and analyzed; analysis of the device revealed normal battery depletion.